Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 1302768, medical device expiration date: 30-sept-2026, device manufacture date: 29-oct-2021, medical device lot#: 1323475, medical device expiration date: 31-oct-2021, device manufacture date: 19-nov-2021.

Event description:
It was reported that an unspecified number of bd¿ slip-tip syringe with attached needles broke. The following information was provided by the initial reporter: the patient stated that sometimes his needles break. This complaint is only for the needle broken (multiple times during the use of the kit). Each kit has 30 needles, takeda is unknown how many time and on which dates each occurrence happened.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of bd¿ slip-tip syringe with attached needles broke. The following information was provided by the initial reporter: the patient stated that sometimes his needles break....this complaint is only for the needle broken. ¿ (multiple times during the use of the kit). Each kit has 30 needles, takeda is unknown how many time and on which dates each occurrence happened.